Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed pacing impedances of less than 200 ohms, noise and low r-wave amplitude. Subsequently the patient was seen for a revision procedure where the lead was surgically abandoned. The device remains in service. The patient was reported to have unique anatomy that had lead to subclavicular crush. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.